Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (the insertion tube coating peeling and the instrument channel port cutting off) could not be conclusively determined. However, based upon the information from okr and similar past cases, omsc surmised that the insertion tube coating peeling was attributed to the physical stress, chemical stress, or storage environment. In addition, it was surmised that the instrument channel port cutting off was attributed to the interference with some metal parts such as medical instruments or cleaning brushes during their insertion or withdrawal through the instrument channel port. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that during the incoming inspection for the repair of the subject device at olympus (B)(4), the coating of the insertion tube had been partially peeled off more than 1mm2, and also that the instrument channel port had been cut off. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena, and also surmised that the insertion tube coating peeling was attributed to the deterioration, and the instrument channel port cutting off was attributed to the physical stress. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.